Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument main tube was broken at the mating feature with the permanent cautery tip. The cautery tip did not exhibit any damage. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci cholecystectomy procedure, the plastic piece at the distal end of a permanent cautery hook instrument was coming out. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.